Manufacturer narrative:
The suspect product is the compact test strip drum.

Event description:
Reporter alleged discrepant blood glucose results of 500 mg/dl back to back with a result of 198 mg/dl, when testing was performed at the same time on the compact system. The location of the alleged incident was not provided. No actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Compact system: meter and a compact test strip drum lot number of 20657142 with an expiration date of 06-30-08.